Manufacturer narrative:
"The event of high impedance was reported to abbott. During programming session all 8 contacts were high. Stimulation cannot be provided. A surgery date is not available at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Manufacturer narrative:
B3: date of event is estimated. Reporter phone number: (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on all lead contacts. Surgical intervention may take place to address the issue.